Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device remains implanted.

Event description:
The device has been explanted and noted that patient, "has a pinpoint ruptured however no leakage of silicone but did have air bubbles within the implant." It was also reported that ¿start macrobid for recurrent uti¿s" but this in unrelated to the device.

Manufacturer narrative:
Additional data: h.3, h.6. Device evaluation: analysis of the returned device identified: weight to the spec, crease flat and wear abrasion. Cloudy in the gel observed after autoclave cycle. No observed rupture in the device. No observed bubbles in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii" against left device. Healthcare professional additionally reported ¿has a pinpoint ruptured however no leakage of silicone but did have air bubbles within the implant.¿ the device has been explanted and replaced.